Event description:
Two months ago, philips respironics announced a recall for CPAP models, including the ones that my wife and I use. I registered on their web-site just four days later on june 18th. Here it is, august 14th two months later and we are still waiting for them to repair or replace our units. I've called them every week, and they keep giving me the run-around. We are endangering our health by continuing to use their product, but they obviously don't care. So we are buying new machines at our own expense knowing it is unlikely that we will be reimbursed. Is this any way to treat their customers? No. FDA safety report ID # (B)(4).